Event description:
While the device was ventilating pt, the user observed that the device changed ventilation modes from adult to pediatric mode without user interaction. The pt was transferred to another device. No pt injury.